Manufacturer narrative:
Date rec¿d by MFR : 15aug2019. Failure investigation was completed. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Further investigation revealed that the resistance (ul_lr and ur_ll ) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 18jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to address the reported issue. After this repair, the fse calibrated the screen and performed all required testing. The unit passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failure of the touch screen. There was no patient involvement.